Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The pt was reported to have a de novo lesion located in the 90% stenotic mid left anterior descending artery. The vessel was predilated to 12 atms with a 2.0 x 15 cross sail balloon. A .014 guidant bmw wire was introduced. Then a guidant al 1.5fr. Guide catheter was used once. The stent was deployed at 14 atm for approx 45 seconds. The balloon was successfully inflated on the first attempt. There was some resistance upon withdrawal of the balloon. The physician pulled the guide wire out through the aorta and then pulled out the entire system without difficulty. The pt's outcome was noted as good.